Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+4.5/097 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. As per dfu for this lens model, vicls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. Claim #:(B)(4).